Event description:
It was reported that 2 weeks post device change out the superior vena cava (svc) impedance is reading "none". The caller turned off svc as well as svc alerts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4194 non defib lead implanted: (B)(6) 2005. A 5076-52 non defib lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.